Event description:
As reported, flow disruption. Post angio showed a disruption in flow in right common femoral. Wire and catheter exchanges to cross lesion. Advanced balloon sheath up and over wire. Deployed 8mmx5mm stent. Post dilated by 8mmx 40mm balloon. Post angio showed patent vessel.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were inconclusive to resolve. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f manta closure device was planned for closure in the right common femoral artery. The patient demographics indicated a bmi of 47.56. The IFU warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). Vasculature was 8.5mm, with mild calcification, and a depth measurement of 7cm + 1cm. A high positioned access was gained utilizing micro puncture and ultrasound. Activated clotting time (act) prior to closure was 308, it is unknown if protamine or heparin were administered. Procedural requirements state act should be below 250 seconds prior to closure. Prior to deployment while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to connect the bypass tube into the sheath hub. Following deployment, a post-angiogram revealed interrupted flow in the right common femoral artery. Contralateral balloon inflations were applied, and a stent was deployed; and a follow up angiogram indicated patent flow. The cause of the occlusion was likely due to the combination of a high access site and a high bmi. Patients with a high access and/or high bmi can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. The inadequately positioned anchor can possibly cause the interrupted flow due to incorrect positioning. Therefore, the root cause of the occlusion is due to user error in not following the instructions for use. The IFU was reviewed and lists ischemia of the leg or stenosis of the femoral artery as a possible adverse event related to the deployment of vascular closure devices. The severity of harm is ranked as a 4 due to endovascular intervention requiring stenting was applied as treatment for the occlusion. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.